Event description:
The customer reported that the sys would not boot up properly. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed on site investigation. The svc rep replaced the real time operating sys and the passive backplane. The sys was tested and found to be working as intended and put back in svc.